Manufacturer narrative:
(B)(4). This report for a check patient line alarm (with air in the patient line) was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. From the data within the complaint information the root cause was not identified, therefore, it is undetermined. Labeling review found the labeling adequate for the potential use error that could have been related to this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in process.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause and a batch review cannot be conducted.

Event description:
During troubleshooting for a check patient line alarm by baxter's technical service representative (tsr), the home patient (hp) detected air in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The hp stated she would do manual exchanges that night. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she started over with new supplies and resumed therapy. The patient stated she discarded her supplies, however, there was no defect in her supplies. There was no patient injury or medical intervention associated with this event.